Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign cervical tumor and broken jaw. Concurrent conditions included hernia. Concomitant products included omeprazole magnesium (prilosec) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain /chronic"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches,"), nausea ("nausea,"), abdominal pain upper ("stomach pains") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure treatment was not changed. At the time of the report, the perforation, seizure, visual impairment, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, vaginal haemorrhage, abdominal pain upper and endometriosis outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, pelvic pain, menorrhagia, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') and seizure ('seizures,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain /chronic"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). At the time of the report, the perforation, seizure, visual impairment, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and nausea outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, pelvic pain, menorrhagia, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, seizure, tooth disorder, vaginal discharge and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, bladder disorder, dysmennorhea (as written) (cramping), dyspareunia, menorrhagia, perforation, vaginal discharge, fatigue, gi conditions, dental probs., hormonal changes, headaches, nausea, seizures, vision problems. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') and seizure ('seizures,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign cervical tumor and broken jaw. Concurrent conditions included hernia. Concomitant products included omeprazole magnesium (prilosec) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. It was removed on an unknown date. A new essure was inserted on an unknown date. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), visual impairment ("vision probs"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain /chronic"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches,"), nausea ("nausea,"), abdominal pain upper ("stomach pains") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure treatment was not changed. At the time of the report, the perforation, seizure, visual impairment, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, vaginal haemorrhage, abdominal pain upper and endometriosis outcome was unknown and the dyspareunia, dysmenorrhoea, abdominal pain, pelvic pain, menorrhagia, bladder disorder and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date:(B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information, lab data, medical history and concomitant drug was added. New event "abnormal bleeding (vaginal), stomach pains, endometriosis" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.